Event description:
It was reported that the customer was at the emergency room due to diabetes ketoacidois and high blood glucose over 900mg/dl. Troubleshooting was performed. The time and date were correct, but the basal rates were incorrect. Reviewed the alarm history and found excessive no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Explained the caller that wrong settings may have caused the high glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.